Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for staphylococcus in a patient, coincident with dianeal pd2 ultrabag and extraneal viaflex therapies, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, a break in aseptic technique occurred. On an unreported date in 2010, the patient experienced peritonitis. Information regarding remedial therapy, hospitalization, or action taken with suspect products was not reported. On an unreported date, the patient recovered. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was not reported.